Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation. It was determined that the battery handpiece device had leak tightness test failure, deformed/bent housing, labeling damage, worn bearing, would not run - trigger defective, illegible etch, component damage. The moving parts did not move smoothly and sticky trigger. It was further determined that the device failed pretest for check function of the device, roundness of the housing, sticky triggers, mechanical free moving, attachment coupling, leakage test and marking and labeling. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.